Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. Based on medical records provided it was reported the patient experienced adhesions. Adhesions are listed as a known possible adverse reaction in the instructions-for-use. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 1999 - the patient underwent anterior/posterior colporrhaphy and abdominal enterocele repair with implant of a "two inch marlex" mesh (alleged bard flat mesh). On (B)(6) 2011 - the patient was diagnosed with rectal prolapse and underwent a robotic rectopexy and removal of the alleged bard flat "marlex" mesh. Per the operative details "the small bowel was cleared out of the pelvis and there was noted to be a piece of mesh (alleged bard davol) which had migrated and stuck to the peritoneum and a piece of small bowel. The piece of mesh was liberated from the abdomen and removed."